Manufacturer narrative:
H3: received per litigation. No customer contact allowed.

Event description:
Plaintiff reports initital bilateral implantation on 4/12/79 with explant on 3/10/81. Lawsuit filed alleging undisclosed "damages."